Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two portions measuring 16.1cm and 44.5cm in length. Internal insulation abrasion was noted between 20cm and 31.2cm from the helix. The re cables were exposed at 20cm and the re and rv cables were exposed at 30cm from the distal tip. Externalized conductors were not identified.